Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review of the electrograms, noise episodes were noted on the right atrial lead. It was suspected that the noise was due to an external, electrical signal but lead degradation could not be ruled out. High impedance was also noticed. The device was reprogrammed. The patient was stable and would continue to be monitored.